Event description:
It was reported that a power cord of a flo-gard infusion pump was damaged. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged power cord was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.